Event description:
It was reported the subject device screen does not turn on. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6 the device was not returned to olympus for inspection but the reported failure was confirmed based on the provided information by the customer and field service. In addition, the following reportable malfunctions were identified during the device evaluation: reconnections in the transport cart power supply to activate the monitor power supply. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: reconnections in the transport cart power supply to activate the monitor power supply. The cause of the complaint is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.